Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2013. During the procedure the surgeon pulled on the sutures to set the anchor and they pulled out of the bone. The surgeon went through four anchors before an additional juggerknot anchor was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01294 / 01295).